Manufacturer narrative:
Pharmacovigilance comments: the serious, expected event of necrosis at the implant site was considered possibly related to the treatment procedure. Serious criteria included the need for multiple medical interventions to prevent permanent damage and scarring. The non-serious, expected event of implant site discolouration and the non-serious, unexpected event of implant site pustules were considered possibly related to the treatment. The event of pustules is likely secondary to necrosis. Potential contributory factors to the events include injection technique. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. The case has not been submitted to the indonesian regulatory authority as per their regulations. The case will be distributed for potential cross-reporting on 20-jun-2017. The events of discolouration and necrosis at the implant site are expected. The event of pustules at the implant site is unexpected but possibly related to the treatment. No corrective or preventive action will be initiated. It is stated in the warning section in the IFU for the restylane range of products that the product should not be injected intravascularly. As for other injectable medical devices inadvertent injection into blood vessels could potentially lead to vascular occlusion, ischemia and necrosis. No potential quality issues have been identified in the manufacturing process of the specified batch, 14599-2. The batch is manufactured and released according to (B)(4) quality management system.

Event description:
Case reference number ID (B)(4) is a spontaneous report sent on 25-may-2017 by a physician which refers to a female patient aged (B)(6). The patient had no relevant medical history, concomitant treatments, allergies or past filler treatments. On (B)(6) 2017, the patient received treatment with 0,8ml restylane perlane lidocaine (lot 14559-2, exp. Date: 31-mar-2019) on the nose bridge with sharp 29g needle and unknown injection technique. One day later, on (B)(6) 2017, the patient experienced discolouring(implant site discolouration), necrosis(implant site necrosis) and pustules(implant site pustules) on the right side of the nose. On (B)(6) 2017, the patient received treatment with 600iu hyaluronidase [hyaluronidase]. Treatments for the adverse events also included: antibiotic zithromax [azithromycin], 1x500mg daily from (B)(6) 2017. Sildenafil [sildenafil], 3x4mg daily from (B)(6) 2017. Methylprednisolone [methylprednisolone], 1 tablet daily from (B)(6) 2017. Good treatment results were reported. The reporter causality for the events was possibly related to the treatment. At the time of the report, the outcome of the events were recovering/resolving.